Event description:
On (B)(6) 2023 during follow-up, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis on 10/may/2023. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic with complaints of fever, abdominal pain, and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 3083 u/l, polymorphs = 79%) were obtained, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 1750 mg every 5 days and ip fortaz 2000 mg daily. The patient¿s peritoneal effluent fluid culture returned (date not provided) positive for staphylococcus (species not provided), and the patient¿s fortaz was discontinued. Causality was attributed to the patient¿s constipation (specifics not provided), and a lack of wearing the proper personal protective equipment (ppe) by failing to don a mask. The pdrn reported the patient continues to utilize the same liberty select cycler without reported issue and is recovering from the events. A follow-up cell count returned within normal limits (results not provided), and the patient¿s peritoneal effluent fluid was clear. Per the pdrn, there was no fresenius device(s) and/or product(s) involvement.